Manufacturer narrative:
One non-sterile orbit coil was rec'd inside of its protective tubing. The delivery tube had a kink. The coil was rec'd attached to the gripper, but it was completely elongated. No other visual anomalies were noted. The outer diameter of the delivery tube as measured and it was found to be within specification. Under microscopic examination the coil was noted to be elongated. No functional testing could be performed on the returned unit to the damaged condition. During functional testing with the returned prowler and lab sample orbit, resistance was encountered due to compression at the distal end of the microcatheter. The cause of the compression could not be determined. Manufacturing route sheets were reviewed and results indicate that the product met quality requirements for the product acceptance. Inspections are in place to prevent damaged units and coils before leaving the facility. The exact cause of the kinked delivery tube and elongated coil could not be determined. The cause of the reported difficulty inserting the orbit coil through the prowler may have been caused by compression in the microcatheter. There is no pt or procedural info available to determine if there are contributing clinical factors. It is not known if the stretched condition of the coil resulted due to the resistance encountered in the prowler microcatheter or if it occurred after removal during handling and processing of the product. Because the user did not note the stretched condition of the coil it is possible that the coil was stretched upon removal. No definitive conclusion can be made. This is one of two units used on the same pt. MFR report #1058196-2007-000047.

Event description:
During coil embolization within an aneurysm, the physician experienced difficulty advancing the coils through the prowler microcatheter. There was no report of adverse consequence to the pt. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer. The coil was rec'd elongated.